Event description:
It was reported that the pump touch's brightness was fluctuating without input from the customer. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not available for evaluation.